Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 138mg/dl. A system check was performed and the pump functioned as expected. No damage was noted to the cannula. The customer stated that they keep their pump in a sock during the night, tandem technical support advised against this as lint can accumulate causing venting issues leading to occlusion alarms. The customer was to wipe the lint off the pump and no longer keep the pump in a sock. After changing the cartridge and infusion set the customer successfully resumed insulin deliveries.